Manufacturer narrative:
The insulin pump had an intermittent failed battery test alarm due to corroded battery tube. The insulin pump was unable to test operating currents, self-test and displacement test due to failed battery test alarm. The insulin pump had cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving the failed battery test alarm on the insulin pump. The customer's blood glucose was 227 mg/dl. The customer stated that his batteries only lasted for two days in the insulin pump. Troubleshooting was done. The customer stated that neither the compartment nor the spring were damaged or corroded. While troubleshooting, the customer received another failed battery test. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.